Event description:
It was reported that the device was used during an unknown procedure. It was reported that the balloon broke and tip of balloon tore. Another device was used to complete the case. There was no further consequence to the pt.